Manufacturer narrative:
The unit was restarted and the issue did not recur. A ge healthcare service representative performed a checkout of the system logs but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3: the unit was restarted and the issue did not recur. A ge healthcare service representative performed a checkout of the system logs but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was restarted, display restored, and case completed. There was no patient injury.